Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21393. It was reported the sjm rep was unable to increase the pt's stimulation amplitude. Diagnostics revealed invalid contacts on one of the leads. Per the pt, stimulation never worked for her and she wants the scs system explanted.